Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the gas supply self-test during pre-use check. Our field service engineer confirmed the issue and replaced the pneumatic back-plane printed circuit board (pcb) after which the ventilator worked as expected. An inspection of the returned pneumatic back-plane pcb showed minor deposits on it, possibly from an evaporated liquid. The evaluation of received device logs confirmed that pre-use check tests failed on the gas supply test on the reported date of event. The returned pneumatic back-plane pcb was mounted in a reference ventilator. The o2 concentration was always displayed as 100% o2 and a high o2 alarm appeared during ventilation. The reported pre-use check gas supply test failure was likely caused by liquid spill and a short circuit on the pcb. Liquid/moisture on the pc board can cause a failure/short circuit, which may lead to stop of ventilation. Alarms will be generated.

Event description:
Manufacturer ref.#: (B)(4).